Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Brush head is pinching inner cheeks [mouth injury]. Brushing part has loosened- oral b power care [device connection issue] difficult to put back onto the main unit when taken off-oral b power care [device physical property issue]. Case narrative: consumer email stated that the brushing part has loosened so much that it is pinching the inner cheeks. It has also become difficult to put back onto the main unit when taken off no serious injury was reported.